Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ins had a premature battery depletion. No factors were known to have led or contributed to the issue. The patient was treated and performed in the usual way, however, the battery life was too short. No interventions/actions were taken. The issue was not resolved at the time of the report.